Manufacturer narrative:
Continue from d10: product ID: mrasc0002 sn: (B)(6) product ID: mrasc0003 sn: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during system setup for a robotic-assisted endometriosis laparoscopic procedure, the monopolar curved shears (mcs), which are designated as single-use, were inadvertently reprocessed and inserted for use in a second procedure. The instrument had not reached its expiration during the prior case (used for under 20 minutes); however, the system did not block reuse in the subsequent case. There was no injury to the patient.